Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact technical support again if the malfunction recurs, and the customer acknowledged and understood these instructions.